Event description:
Pt underwent a radical prostatectomy, and foley catheter was inserted during the surgical procedure. Two (2) days post-op, the foley catheter fell out when the pt stood to ambulate. Apparently, the balloon had ruptured. This required a return to surgery that day for cystoscopy and reinsertion of the catheter. Pt subsequently developed a fistula; not clear if related to event involving catheter reinsertion.